Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this subcutaneous implantable cardioverter defibrillator (s-ICD) had not been checked for approximately six months. During attempts to interrogate the device a message was displayed indicating the device was unable to be updated. The programmer was rebooted and upon interrogation the device was unable to be found, the wand was repositioned with the device being found, however another message was displayed indicating the update could not be completed. A magnet reset was successfully completed on the device. The device was then able to be interrogated and the update was successfully completed. No adverse patient effects were reported.